Event description:
Patient dropped cassette and it broke and would not infuse, as expected. She had back up. This will not be returned for investigation. Replacement will be sent out. Spontaneous. Reported to (B)(6) by pt/caregiver.